Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt is having difficulty recharging his implant. Pt said he gets error messages and screen blacks out, he has resolved it in the past by pulling the battery out and resetting it then gets the error message again it was: system problem rm06. Pt said when this happened the controller was fully charged. Pt said he has noticed the paddle heats up. Pt said these issues happen when he is charging with excellent or good after about 5 minutes he loses the connection but the light still flashes. Pt he has also gotten the error message: no system programming, he resolved that when he pulled out the battery pack and put it back in. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: product ID: 97755, serial/lot #: (B)(6) was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen, the recharger cable insulation was frayed, and the donut was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.